Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of the ventilator providing low fio2 (fraction of inspired oxygen) readings and higher peep (positive end expiratory pressure) than set was confirmed. The asp replaced both the external flow module (efm) and internal flow transducer (ift) and to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm and ift. H3 other text : serviced by asp.

Event description:
It was reported to ventec by a third party service agent that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set. Additionally, the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.